Event description:
The customer was hospitalized for high bgs. Troubelshooting was performed. The pump had an alarm. The customer did not have batteries to replace, which prevented further testing. It was stated that the customer gave extra insulin over the past day and the boluses did not lower bgs. The set and site/site was not changed and the customer did not take a manual injection. Explained the two high bg rule. The customer indicated that the insulin is delivered by mail and was extremely warm upon arrival. Advised the customer to change the battery and the set.